Event description:
Icy hot patch was put on abdomen area and burned 2 holes all the way down into the skin causing serious health problems and hospitalization. Icy hot has been used for several years and this had never happened before. Dates of use: 2008. Diagnosis or reason for use: pain.